Event description:
It was reported that while using syntel silicone embolectomy catheter - spring tip devices, the balloons burst while in use on the patient. The hospital discarded the related products. No injury was reported. Please note report 1220948-2023-00019 was also submitted for an additional device related to this incident.

Manufacturer narrative:
The devices involved in this event were not available for inspection as they were discarded by the hospital. As a result, the root cause for the reported balloon rupture could not be determined. Balloon rupture is a potential risk when using these devices. The IFU provides the following warning: complications associated with the use of embolectomy catheters include, but are not limited to: systemic infection, local hematomas, intimal disruptions, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formations, and balloon rupture or tip separation with fragmentation and distal embolization. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Please note report 1220948-2023-00019 was also submitted for an additional device related to this incident.